Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: or materials informed me that these all split open on the same day and that they were not dropped or placed through the autoclave. They were all wiped down by pdi sani-cloth af3 germicidal disposable wipes after every use. For reports concerning surgical stapling devices, was another manufacturers reinforcement material used? No if yes, what was the brand of reinforcement material? None there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc, and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).